Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: one (1) controller (B)(6) and four (4) batteries ((B)(6)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of (B)(6) revealed that the batteries passed visual inspection and functional testing. Visual inspection of (B)(6) revealed worn damage and an illegible release indicator on the connector. The observed damage did not affect the functionality of the device; the battery was able to connect and provide power to the test controller. Functional testing of (B)(6) revealed abnormalities relating to the relative state of charge (rsoc); the battery was not estimating the capacity accurately. Of note, the battery (B)(6) had exceeded the useful operating life of 500 charge and discharge cycles. These are additional findings not related to the reported event. The most likely root cause of the observed illegible ind icator on the battery connector can be attributed to wear and/or handling of the device. The most likely root cause of the worn damage on the battery connector can be attributed to wear, likely due to normal disconnection and re-connection between the battery connector and metal power port connectors on the controller. The most likely root cause of the observed abnormal relative state of charge event can be attributed to an estimation error. The most likely root cause of the observed high cycle count event can be attributed to the battery reaching the end of its useful life. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection revealed contamination within both power ports, serial port and pump connector. The observed contamination within the serial port and pump connector are additional findings not related to the reported event. Additionally, visual inspection under 10x magnification revealed hairline cracks around power port two (2). An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks are not related to the reported event. Based on an investigation conducted under CAPA pr00381374, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Even though this CAPA is closed, (B)(6) falls within the bounds of this CAPA. Supplemental testing was performed on the controller and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed a premature power switching event that was due to a communication error involving (B)(6) and several premature power switching events that were due to momentary disconnections involving (B)(6). As a result, the reported event was confirmed. (B)(6) were lubricated prior to release. There is no evidence that a power source lubrication procedure was on (B)(6). The most likely root cause of the observed contamination within the controller ports can be attributed to handling of the device. The most likely root cause of the reported premature power switching event can be attributed to a communication error between the controller and battery, and momentary disconnections, which may be attributed to contamination within the power ports and/or due to temporary corrosion of the controller-port/power-source pins. Possible root causes of the communication errors can be attributed to the controller not receiving responses from the battery, the packet error checking method detecting bit errors, and/or momentary disconnections on the communication pins of the controller, potentially due to contamination. CAPA pr00389403 investigated momentary disconnections prior to lubrication servicing. Even though this CAPA is closed, (B)(6) fall within the bounds of this CAPA. Additional products: d4: serial or lot#: (B)(6). D9: yes, return date: 26-jul-2021 h3: yes dev rtn to MFR? Yes. H6: FDA method code(s): b01, b15. H6: FDA results code(s): c04. H6: FDA conclusion code(s): d02. D4: serial or lot#: (B)(6). D9: yes, return date: 26-jul-2021. H3: yes dev rtn to MFR? Yes. H6: FDA method code(s): b01, b15. H6: FDA results code(s): c04. H6: FDA conclusion code(s): d02. D4: serial or lot#: (B)(6) .d9: yes, return date: 26-jul-2021. H3: yes dev rtn to MFR? Yes. H6: FDA method code(s): b01, b15. H6: FDA results code(s): c01. H6: FDA conclusion code(s): d11. D4: serial or lot#: (B)(6). D9: yes, return date: 26-jul-2021. H3: yes dev rtn to MFR? Yes. H6: FDA method code(s): b01, b15. H6: FDA results code(s): c04. H6: FDA conclusion code(s): d02. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller and four batteries were power switching. The controller and batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿ battery, model #: 1650 / catalog #: 1650 / expiration date: 30-sept-2020 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation : no, device mfg date: 19-sept-2019, labeled for single use : no. Brand name : heartware ventricular assist system ¿ battery, model #: 1650 / catalog #: 1650 / expiration date: 30-sept-2020 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation : no, device mfg date: 19-sept-2019, labeled for single use : no. Brand name : heartware ventricular assist system ¿ battery, model #: 1650 / catalog #: 1650 / expiration date: 30-sept-2017 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation : no, device mfg date: 30-sept-2016, labeled for single use : no. Brand name : heartware ventricular assist system ¿ battery, model #: 1650 / catalog #: 1650 / expiration date: 30-sept-2020 / serial#: (B)(4), UDI #:(B)(4), device available for evaluation : no, device mfg date: 17-sept-2019, labeled for single use : no. If information is provided in the future, a supplemental report will be issued.